Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. 20227514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included backache, eye infection, cesarean section, breast reduction, vaginal delivery, lower gastrointestinal bleeding, obesity, arthralgia, spontaneous abortion, cyst breast, multigravida and parity 2. Concurrent conditions included chronic sinusitis, adenomyosis uteri, anemia, hyperkeratosis, pelvic adhesions and endometriosis of uterus. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 27 days after insertion of essure. In (B)(6)2011, the patient experienced anaemia ("anemia"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On(B)(6)2012, the patient was found to have weight increased ("weight gain") and experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (total hysterectomy/unilateral salpingectomy - right side/lysis of adhesion). Essure was removed on 20-aug-2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and anaemia had resolved and the uterine haemorrhage, dyspareunia, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anaemia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometriosis of uterus, cyst of breast concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-jan-2020: pfs and mr received. Events: anemia added. Seriousness criteria for event "abnormal uterine bleeding" and " abnormal bleeding (general)" removed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and uterine haemorrhage ('abnormal uterine bleeding') in a 40-year-old female patient who had essure (batch no. 20227514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included backache, eye infection, cesarean section, breast reduction and vaginal delivery. Concurrent conditions included chronic sinusitis, adenomyosis uteri, anemia, hyperkeratosis and pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 27 days after insertion of essure. On (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy/unilateral salpingectomy - right side/lysis of adhesion). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the uterine haemorrhage, dyspareunia, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6) year-old female patient who had essure (batch no. 20227514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included backache, eye infection, cesarean section, breast reduction and vaginal delivery. Concurrent conditions included chronic sinusitis, adenomyosis uteri, anemia, hyperkeratosis and pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 27 days after insertion of essure. On (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy/ unilateral salpingectomy - right side/ lysis of adhesion). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the uterine haemorrhage, dyspareunia, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and medical record received. Essure lot number and explant date added. Product indication and essure implant date updated. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events - abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, lower abdominal pain and abnormal uterine bleeding were added. Medical history, lab data and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.